Manufacturer narrative:
(B)(4). Visual and functional analysis of the returned uphold lite w/ capio slim device confirmed that the lead suture frayed. The reported event of suture capturing device needle unable to penetrate tissue could not be confirmed. Visual analysis of the mesh assembly revealed that one sleeve was missing and the suture on the blue with white stripe dilator was broken and frayed. Further analysis also revealed that the suture on the blue dilator was broken and frayed indicating that the lead suture broke and the needle dart with a small amount of suture attached to it was located behind the catch of the capio slim. The other dart was disposed. Visual and functional analysis of the suture capturing device revealed no damage. The most probable root cause classification for the reported failure is operational context.a review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database confirmed that no similar complaints exist for the specified batch. The investigation concluded that this complaint is associated with a product that meets design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited.

Event description:
It was reported to boston scientific that an uphold (tm) lite w/ capio slim device was used during a colposacropexy and cystourethropexy procedure on (B)(6) 2016. According to the complainant, during the procedure and inside the patient, the physician felt that the capio didn't cross the ligament and saw that the needle tip was separate and further clarified that fraying was noted on the suture. The procedure was completed with another uphold (tm) lite w/ capio slim device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Investigation results revealed the suture on the blue with white stripe dilator was broken and frayed indicating that the lead suture broke. The needle dart was not returned. The suture on the blue dilator was also broken and frayed indicating that the lead suture broke. One needle dart was located behind the catch of the capio slim. The needle dart had a small amount of suture attached to it and the other dart was disposed. Therefore this is now an MDR reportable event